Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the cause was not determined. The rep turned off adaptive stim to see if that helped with the situation. The rep did not know if it was resolved, the patient was going to follow up with me and let them know if the intermittent stimulation continues to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient needed to meet with a rep for some reprogramming. The patient stated on group a and b the sensation of the stimulation was changing on its own. Patient stated no matter what she was doing, standing or sitting, the stimulation changed. Patient stated the stimulation would get stronger or weaker. Additional information was received from the rep. It was reported that the patient's stimulation was "jumping" on her. The rep stated patient reported group a started doing it in august so she switched to group b and was fine until about a month ago and the same thing started occurring. Patient was using adaptive stimulation. Rep stated the impedances looked fine. The rep stated the patient got in different positions and checked sitting/ standing and everything seemed to check out, (i.e. When patient was upright the product displayed upright, sitting for patient reflected correctly on product, etc.). Rep noted lying back group b was 4.5 ma, upright was 7.8 ma. The following information was provided. Group a 1 52 upright group b 1 23 upright group b 2 23 upright the tss reviewed that patient has made quite a few adjustments and may not be aware that those are being saved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that it was unknown if the leads would be revised. The patient was going to follow up with the rep if the problem persisted, however nothing has been discussed since. No surgery has been scheduled. The rep thought the issue was resolved as they haven't heard anything further from the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was going to meet with her surgeon to discuss having the leads repositioned. The reason for repositioning the leads was the patient was not getting good therapy relief and something had changed. The issue was first noticed in the beginning of december. The patient has tried all programming available and reprogramming did not resolve the issue. No further complications were reported.